Event description:
It was reported that, during a cori assisted tka surgery, when a drill bur was attached to a drill, the 60 seconds count down did not appear. Then, an error message was displayed and the system backed to start screen. The system was rebooted. The procedure was completed with the same device without significant delays. The patient was not harmed.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a cori assisted tka surgery, when a drill bur was attached to a drill, the 60 seconds count down did not appear. Then, an error message was displayed and the system backed to start screen. The system was rebooted. The procedure was completed with the same device console and a backup drill without significant delays. The patient was not harmed.

Manufacturer narrative:
The real intelligence cori, rob10024, (B)(6). , used in treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed, and the reported problem was not confirmed. The device performed as intended during testing. A review of the logfiles and screenshots was completed, and it was found that a communication failure error had occurred. There was an indexing failure of the exposure motor. This complaint would refer to a drill issue instead of a console issue. The drill was not returned and cannot be evaluated. The most likely cause of this event is associated with the drill¿s exposure motor that is not functioning properly. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of this case. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.